Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the head of nursing reported that the mega suturecut needle driver instrument failed during surgery. The surgeon was about to fix the right mesh when he mentioned that the instrument was making unusual movements. Upon inspection of the instrument, they realized that the pulley was broken. It was removed from surgery and a backup one was used. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the site to confirm that the instrument pulley cable was damaged. The instrument was inspected before use and the surgeon was fixing the right mesh after the hernia repair when the issue was noticed. The instrument did not collide with any other instruments or arms. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.